Event description:
It was reported that discomfort occurred during use. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced discomfort during use, an unspecified day after the sensor was inserted in the abdomen. The patient went to emergency room due to headache and neck pain, which she attributed to sensor use. She was treated with toradol. It is documented that the doctor did not confirm if dexcom was the cause of headache and neck pain. Upon returning home the same day, the patient removed the sensor and her symptoms disappeared. The patient also noted bruising. After removing the sensor, the patient wiped the area with alcohol and applied some ointment. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.